Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01601, 01602, 01603, 01605. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.